Event description:
As reported by the user facility (info by sales organization I(B)(4)): under infusion occurred: an incident has occurred with a braun infusomat space and a new set (infusomat space line). A 500 ml bag was hung before the day shift started and the nurse knew that she would need to change the fluids by 15:00 or earlier as the fluids were programmed to infuse 63 mls per hour; however, there was still a large volume of fluid remaining in the bag at lunch time. It appeared to be at least 200mls. The bag was weighed which they knew would not give an exact fluid volume but the weight was 270mls. The pump recorded that the 63 mls infused every hour and the info auto charted onto the clinical info system. [...] (B)(4).